Event description:
It was reported the patient presented in-clinic for a scheduled new system implant. Noise was noted after the new lead was implanted and connected to the pacing system analyzer. A second pacing system analyzer was attached to the lead but noise was still conveyed. It was thus believed the tip of the lead was damaged and, therefore, the lead was then extracted and another new lead was implanted. The patient was stable during and after the procedure and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.